Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 505 mg/dl at the time of incident and current blood glucose level was 436 mg/dl. Customer was trying to deliver bolus but received no delivery alarm. Trouble shooting was performed for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and insulin exited. It was also stated that the cannula was not bent. The insulin pump will not be returned for analysis.